Manufacturer narrative:
No product was returned for evaluation. Review of the device history was not possible since the lot number was not available. Based on the information provided to st. Jude medical, the cause of the reported event could not be conclusively determined. The angio-seal device instruction for use (IFU) state that bleeding at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instruct the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses. The angio-seal device instructions for use (IFU) precaution the use of the angio-seal device in patients with clinically significant peripheral vascular disease. The IFU instructs the user once a full rear lock position has been achieved, and the device is being deployed, to not re-insert the device. Re-insertion of the device after partial deployment could cause collagen to be deposited in the artery. The IFU also state failure to maintain tension on the suture while advancing the collagen could cause the collagen to enter the artery.

Event description:
It was reported that the patient had an angio-seal placed approximately three weeks ago. Reportedly, the placement for the device was good, but the patient had some scar tissue due to previous cardiac catheterizations. The position of the sheath was described as a "crunchy feeling". While locating the artery, good blood flow was seen without difficulty. During pullback, the black line on the suture was not seen. The technologist held gentle tension on the suture and tamper tube and felt the device "pop" forward. Manual compression was applied to achieve to hemostasis. The puncture site looked fine and pedal pulses were unchanged immediately post procedure. Three weeks later, the patient complained of claudication symptoms. An angiogram of the leg revealed collagen in the vessel. The patient was referred to a vascular surgeon and the artery was patched. The patient was reported as fine. The pre-deployment angiogram revealed a good size vessel and good location. Some calcifications were also noted near the insertion site.